Manufacturer narrative:
(B)(4). Device evaluation is anticipated. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Correction/additional information: the sample is not available. This complaint for a leak was not confirmed due to the sample being unavailable. A sample evaluation was not performed due to the unavailable sample. A batch review was performed and no issues found. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While speaking to product surveillance, the care giver (cg) also mentioned on another cassette the clamp on the final line seemed pretty sharp and must have cut through the line, which caused a leak to occur as well during use. He stated that the home patient (hp) was recently placed on hemodialysis therapy and is resuming without any further problems. The writer informed the cg of the sample return process. No injury or medical intervention was reported.